Event description:
It was reported that the programmer overheated if left on for more than an hour and required that it be shut down and cooled off. The programmer was returned for service. The return paperwork indicated that there were no patient complications associated with this event.

Event description:
It was reported that the programmer overheated if left on for more than an hour and required that it be shut down and cooled off. The programmer was returned for service. The return paperwork indicated that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device overheats. The power supply fan is not working. Power supply found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.